Manufacturer narrative:
Visual and microscopic evaluation of the suspect turbo-elite device found that the band was cleanly separated from the tip of the catheter. There were no kinks or wrinkles in the working length of the catheter. The device was plugged into a light source and it was detected that there were 2 non-functional laser fibers visible at the proximal coupler end of the catheter (where it plugs into the laser system). There were 4 non-functional laser fibers visible at the distal tip of the catheter jacket and a slight amount of erosion to the epoxy plug area. Evaluation of the detached marker band found that the distal end had slight wear, the proximal end showed no signs of wear. There were no splits or cracks on the band. Physician was utilizing a device approved for peripheral atherectomy in coronary area with contrast and is aware this is off label use.

Event description:
A philips representative reported that during a coronary atherectomy procedure a turbo-elite laser atherectomy catheter 414-159 was utilized. During use inside of the patient vasculature, the marker band on the tip of the catheter detached. The physician was able to remove the band without any additional intervention. A balloon was used to successfully complete the procedure. No patient injury occurred.